Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 9.3 mmol/l at the time of the call. The customer also reported a leak in the reservoir compartment. It was found the customer was unsure if the leak was located past both the o-rings. Troubleshooting did not find any issues with the insulin pump. Customer stated there was no air bubbles in the reservoir compartment. Customer declined to return the reservoir for analysis.